Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(6). Additional narrative: it was reported that patient underwent excision of part of the sling on (B)(6) 2004 due to part of sling traveled into vagina and persistent whitish vaginal discharge. It was reported that patient underwent d&c due to oligomenorrhea and excision of mesh on (B)(6) 2004 due to recurrent utis and mesh erosion into the vagina. It was reported that patient underwent pelvic exploration with partial cystectomy on (B)(6) 2008 due to bladder mass hematuria, dysuria and sui. It was reported that on (B)(6) 2009 patient underwent laser and removal of bladder calculus and removal of a foreign body. It was reported that following insertion patient underwent resection of perifibrotic tissue due to development of perivesical fibrosis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urethral hypermobility with sui. It was reported that on (B)(6) 2009, the patient underwent first stage interstim implantation and cystoscopy. No additional information was provided.

Manufacturer narrative:
.